Event description:
An 85-year-old male patient presented with left mca occlusion. Physician attempted 2 passes with regular stent and 1 pass with nimbus. He used q5 catheter with rebar and synchro. Advanced q5 over a rebar to the thrombus. Needed to advance 1mm more to engage thrombus. Rebar with synchro kept proximal to clot. Dissected and ruptured mca with q5. Physician stated q5 might have been slightly oversized for the procedure. Coiled and sacrificed vessel to stop bleeding. Patient had worsened stroke symptoms and is still in hospital.